Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the screen was directly entering manufacturing screen. The screen was replaced and returned to the customer operating to manufacturer's specifications. The suspect screen was returned to carefusion and is pending evaluation. Once evaluation is completed a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the touch screen is locked up on unit start up. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the user interface module (uim) and was unable to duplicate the reported blank screen. The uim and touch screen is working to manufacturer specifications and no failures were detected.